Event description:
MFR with 2 models of same device using 2 different sensors that are inter changable but not compatible with no labeling on device and insignificant labeling on sensors. Sensors should not be interchangable if not compatible. Wrong sensor per device renders auto infant temp monitoring inoperative.